Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/compromised force sensor system test due to moisture damage on the force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a prime/fill anomaly. The blood glucose at the time of the incident was 124 mg/dl. The customer stated that the pump never senses the reservoir and has to manipulate the pump using a pencil eraser to make the pump sense the pressure. There was one motor error alarm in the pump history. The pump was not exposed to high magnetic field and the drive support disk was normal. The self-test and displacement test passed. Troubleshooting was able to resolve the issue. The device was returned for analysis.